Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible with arm movements and pocket manipulation. There was no symptoms, the patient was not dependent. No programming changes were made and the patient will continue to be monitored.